Event description:
The patient was undergoing a medical procedure using a neuron 6f 053 delivery catheter. During preparation for the procedure, while removing the neuron 6f 053 delivery catheter from its packaging, the tip was broken.

Manufacturer narrative:
Result: the neuron delivery catheter 053 was fractured approximately 99.0 cm from the hub in the distal shaft of the catheter and kinked approximately 97.0 and 97.5 cm from the hub. The fracture location showed evidence of material deformation and stretching of the polymer. Conclusion: the complaint has been evaluated. The complaint indicates that the distal tip of the neuron delivery catheter 053 was detached during removal from packaging. Evaluation of the returned device confirmed that the distal tip of the catheter was fractured. Based on the investigation of the returned device, it appears that the catheter was broken during removal from the packaging as evidenced by material deformation and stretching of the polymer at the location of the break. It appears that the tip of the catheter may have been held in place while the proximal end of the catheter was pulled from the shipping tube, causing the catheter material to stretch and eventually break. This device is packaged in a shipping tube covering the shaft of the catheter and packaging mandrel inserted in the distal tip, to prevent damage to the catheter during transport and storage. This type of damage typically occurs when the device is improperly handled during removal from the packaging. These devices are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.